Event description:
An initial event notification was received by united therapeutics drug safety on 21-jan-2026 from cvs specialty pharmacy and forwarded to millyard advanced medical products, llc on 22-jan-2026. It was reported that on 14-jan-2026, the patient did not have their infusion set tubing fully secured and medication leaked out onto their shirt during the night. It was also reported that the patient received an occlusion alarm. The patient's caregiver reconnected the infusion using a new cassette. It was further reported that the patient experienced symptoms including changes in breathing, decreased blood oxygen saturation, and decreased blood pressure, as well as leg pain. No further information was provided.

Manufacturer narrative:
Based on the information available for assessment, it is unclear if the patient did not adequately secure their infusion set tubing at their site or at the connection with the cassette. Therefore, this event is being reported as a malfunction out of an abundance of caution. Infusion sets are required for the use of the remunity pro pump, but are not manufactured or distributed by millyard advanced medical products, llc, for use with the device. Efforts to obtain additional information relevant to the reported event fromcvs specialty pharmacy were unsuccessful. At the time of this report, no components or additional information have been made available to millyard advanced medical products, llc for further investigation.